Event description:
It was reported that loss of capture and extra cardiac stimulation resulting in patient discomfort due to dislodgement of the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was confirmed. A lead revision procedure is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
It was reported that loss of capture and extra cardiac stimulation resulting in patient discomfort due to dislodgement of the left ventricular (lv) lead. X-ray imaging was performed and dislodgement of the lv lead was confirmed. A lead revision procedure is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the left ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.